Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator received two shocks without any preceding symptoms. The patient presented to the clinic for a follow up visit. Upon interrogation, a fault code indicated shorted shock leads and low shock impedance measurements had occurred. Interrogation revealed normal shock impedance measurement during the visit. A review of the stored electrograms revealed severe noise signals on the right ventricular sense channel which resulted in the detection and charging. In addition, noise was noted on the atrial channel. No pocket manipulation isometrics were performed. The device was reprogrammed to monitor only mode and a decision will be made regarding a device or lead replacement procedure in the near future.

Manufacturer narrative:
- -

Manufacturer narrative:
According to available information, this device and the right ventricular lead remain implanted and in service. Should additional information become available, this event will be updated.

Event description:
Additional information was obtained. Approximately (B)(6) months later, this lead displayed a high out of range shock impedance measurement. No noise was noted on the electrogram or shock channel. The patient remains hospitalized until a decision regarding this issue has been made.

Event description:
Additional information was received. A revision procedure was performed, a pace/sense lead was implanted successfully. Post procedure, no further issues were reported.

Manufacturer narrative:
As no return is intended, this allegation cannot be confirmed or denied. Should additional information become available, this event will be updated.

Event description:
Additional information was received. A lead revision was performed. The lead was removed, replaced and no return is intended. In addition, during the procedure, this device was removed and replaced. No adverse patient was reported.